Event description:
Device 1 of 2 (refer to MFR's report number 1627487-2009-00137 for device 2). Pt was implanted in 2009. It was reported that the pt developed a spotty seepage at the lead insertion site and then the ipg pocket began to fill with fluid. Approx 1 month ago, the physician surgically cleaned out the two sites. The pt was given oral antibiotics before and after surgery. The condition did not improve and the system was explanted seven months later, due to the infection.

Manufacturer narrative:
Eval for device 1 of 2 (refer to MFR's report number 1627487-2009-00137 for the eval of device 2). Eval: -the device history and sterilization records were reviewed. Results: -the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: -the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.